Event description:
A patient underwent an anterior lumbar interbody fusion procedure, l5-s1, on (B)(6) 2013. During the surgery, the rod holder stripped at the screw due to cross threading and would not hold the rod at the proper angle. It was reported that the device was still able to be used but did add 5 to 10 extra minutes to the surgery time. No adverse effect to the patient was noted. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The product was received and a visual inspection was performed. This device manufactured in 1999 shows wear and marks of frequent or forcible use. The threaded bolt on the fixation screw is deformed. Because of the deformation on the threaded bolt of the fixation screw, the thread in the rod holder also received damage. The manufacturing evaluation revealed the device was produced according to specifications. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The disposition of this complaint from a manufacturing perspective is indeterminate. A product development evaluation was conducted and the report indicates that the returned angled rod holder shows damage to the tightening mechanism. The male distal thread has significant wear. The mating female thread also displays damage. The return is missing the end cap. Except for these three defects, the holder is in good condition. The synframe standard access system includes two synframe angled rod holders. This device attaches to the table clamps and provides attachment for the angle rods. The chu reviewed the associated drawing. This drawing calls out the appropriate overall dimensions, joining processes, and etching details. The age of this device suggests this failure may be due to wear and tear. The chu reviewed risk analysis. Line 1060 adequately addresses the hazard of this complaint. Due to the age of this instrument, the root cause of this failure is unknown. The disposition of this complaint from a design perspective is indeterminate.